Manufacturer narrative:
The insulin pump displayed properly and no black out anomaly noted during testing. The insulin pump had motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify communicate to blood glucose meter due to motor error alarms. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the screen blacked out. The customer's blood glucose was 301 mg/dl at the time of incident. The customer reported that there was crack across the reservoir compartment. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.